Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt was received in emergency. The pacemaker was found in standby mode and could not be interrogated after more than 6 years of implantation. The pt was initially implanted in 1994, leads are 17 years old and unipolar. When the pacemaker involved in this MDR report was replaced, leads impedance were low (200/300ohms). As the pt was very weak and demential, the physician did not want to check impedance after the device replacement. The explanted pacemaker was returned for analysis.